Manufacturer narrative:
The returned valve was patent. However, the device did not meet the requirements for reflux testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to multiple tears observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted on (B)(6) 2017. On (B)(6) 2017, the patient was evaluated for neurological changes, varying levels of consciousness, and the valve pressure was 32. The physician wanted the pressure at 10. It was stated the patient was taken to the operating room on (B)(6) 2017, and the valve was replaced. The patient's status was that they were doing well, and their pressure was normal.